Event description:
Implant date: 2005. It was reported that approx 3 months post-op x-rays revealed the setscrews backing out. A revision surgery was performed one month later.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.